Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: myometrium') and embedded device ('migration of essure device location of device: myometrium') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent confirmation test". The patient's medical history included body mass index normal and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain female"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (robotic hysterectomy laparoscopic total bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, embedded device, depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 122 lbs. Received treatment for menorrhagia, vaginal bleeding, device expulsion, pelvic pain, depression and mental anguish. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : device dislocation, pelvic pain, psychological trauma, genital bleeding, abdominal pain. Reporter added, patient demographic added, essure removal date added, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: myometrium') and embedded device ('migration of essure device location of device: myometrium') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent confirmation test". The patient's medical history included body mass index normal and depression. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced pelvic pain ("pelvic pain female"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (robotic hysterectomy laparoscopic total bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, embedded device, depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 122 lbs. Received treatment for menorrhagia, vaginal bleeding, device expulsion, pelvic pain, depression and mental anguish. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: previously added event psych injury was replaced with depression and new events: device expulsion, anxiety, menorrhagia, vaginal bleeding, device embedded, device monitoring procedure not performed were added. Medical history, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.